Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomed dep from the critical care unit with a note attached that stated beeping when touched. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the right side of the touchscreen did not respond. The device was able to be calibrated during testing. Further testing found contamination on the device touchscreen. The probable cause of the customer reported event was contamination on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel